Manufacturer narrative:
This is our intial report on this incident.

Event description:
The customer reported false positive results of the control reagent with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-500. The customer also reported some technical issues and a pipettor error message. She did not provide a date of event. The customer returned neither the supposedly defective product lot for investigational testing nor the control reagent that caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples and controls on ih-500. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the instrument data is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results with anti-b of ih-card abo/d(dvi-)+rev a1,b on ih-500 as well as some technical issues and a pipettor error message. The customer did not provide a date of event. The customer returned neither the supposedly defective lot for investigational testing nor the samples that had caused false positive test results. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different known donor samples on ih-500. All positive and negative reactions were correct. The donor samples showed clearly negative results, evaluated both visually and by the software of the instrument. Furthermore, the retention sample was visually checked, and all acceptance criteria were met. The specifications were: visible supernatant; homogeneous gel; intact sealing; no splashes in the reaction chamber. The customer states that after spinning cards, they no longer had any false positives. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected instrument ih-500: due to missing information like card ID and date and time when the false positive result appeared it was not possible to analyze the case in detail. The received snapshot files from december 25th to 27th did not show a (general) problem which could have led to the mentioned issue. According to an e-mail, the weekly maintenance was performed the last time 2 weeks before the issue started. A missing weekly "weekly maintenance" may lead to false results. We would like to point out that the weekly maintenance should be done within the required timeframe.